Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the left side seam during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 12, 2022 - april 13, 2022. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower left side edge. Functional testing was performed which revealed a leak in the affected area. Additional magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.